Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for another indication. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (2gm, intraperitoneal, every 7th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Three days after event onset, the patient recovered from all the events. Pd therapy was ongoing. No additional information is available.